Event description:
On july 7, 2008, the lay-user's / pt's home care nurse contacted lifescan (lfs) alleging a "power issue" with the one touch ultra meter. The medical affairs specialist (mas) was unable to correspond with the pt by telephone on july 17, 2008 and classified the complaint based on the following info received from the customer. The pt tests her blood glucose 2 time a day, at 7:30am and 7:30 pm. She manages her diabetes via metformin 1000mg once daily at 10am and humilin insulin on a fixed scale, 13 units in the morning and 13 units at bedtime. The pt reportedly does not remember when the power issue first occurred with the subject meter. The pt's home care nurse indicated that she first noticed the power issue when she started taking care of the pt, which was approx one and a half week prior to contacting the lfs. She stated that she replaced the batteries three days ago, and the subject meter does not turn on after inserting the test strip. She stated that she had to hold the strip downward with pressure to turn on the meter. The pt reportedly took no diabetes treatment actions following the issue. In 2008, in the morning (unk time), after the reported issue began, the pt's son reportedly found the pt unconscious and called in for the emergency services. The pt reported that she took her usual insulin 13 units at bedtime (a night before) and did not take the morning diabetic medications. The pt stated that her son found difficulty waking her up from the sleep in the morning and found out that she was unconscious. The pt reportedly did not do anything different with her medication/diet/exercise before she passed out. She reportedly obtained a reading of "54 mg/dl" on the emt meter and was rushed to the hospital. The pt was not tested on the subject meter during the event. She did not have a back up meter. She reportedly does not remember the treatment received after the ambulance arrived. The pt reportedly received IV dextrose at the hospital and after a while, she reportedly tested "60mg/dl" on the hospital meter. She was reportedly given IV glucose till she obtained a normal blood glucose reading. At the hospital, she reportedly was found to have potassium deficiency and she received unk medication to increase her potassium levels. She reportedly stayed at the hospital for a day and reportedly obtained a normal blood glucose reading before she was released from the hospital. The pt reportedly did not receive any other advice or treatment for the diabetes. At the time of troubleshooting, it was verified that this was not a new product. The pt was using the correct test strip and the meter was not downloaded prior to testing. The meter turned on while pressing the power button, but did not turn on while inserting the test strip all the way into the test strip port. Replacement products were sent to the pt. This complaint is being reported because the alleged issue was not resolved with troubleshooting. The pt claimed that she developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for eval, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection. Lifescan will inform FDA of the results in a supplemental report.